Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self test and displacement test. Power graph analysis confirmed low battery, power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 225 mg/dl at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.